Event description:
During an in clinic follow up, the remaining longevity was estimated at 2.7 years and was more then the previous follow up in 2025 july of 1.1 years. Technical support was contacted and advised reinterrogating the device and having the patient on a more frequent follow-up schedule. No intervention has been performed. The patient was stable and will continue being monitored.